Event description:
The customer contact reported a crack; subsequently, a leak was noted. The option-lok male adapter of a primary tubing set was connected to the female adapter of the 4-way stopcock of the extension tubing set and was being used to deliver an unspecified volume of packed red blood cells (prbcs), at 125 ml/hr, via plum pump. The customer contact reported approximately one minute after the delivery was started, approximately 5ml of blood leaked from a crack in the female adapter of the 4-way stopcock of the extension tubing set. The customer contact reported "when the nurse went to see if the connection should be tightened, it snapped in half". The extension tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.